Event description:
At 10:40 am patient was on table but CT scanner would not scan due to not recognizing table position. A service engineer was called in. The patient was sent home and treatment was rescheduled. The engineer came within 2 hours and was able to mechanically fix the problem by 3pm.